Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a touchscreen that was not responding. The device was checked and it was reported that the device was rebooted, and a calibration was performed without any problems. The device was tested (touchscreen misalignment check and calibration) for multiple days, but no issues were observed. It was then reported that on the fourth day, a touch misalignment was able to be reproduced. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
It was noted customer's allegation was confirmed by the service engineer (se). The se noted that there was an occasional delay in the response for the touchscreen. It was reported that the touchscreen had malfunctioned, and that the touchscreen needed to be replaced. A quote was provided. Investigation ongoing.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician reported the following conclusion/root cause, "the product investigation lab (pil) tech could not find any issues with the suspect touch screen. This touch screen passes all diagnostics testing. Tech verified that the suspect touch screen passes functional testing per step 3 in the service manual. Tech verified that the touch screen touch points are aligned on the standard test bed (stb). All flex screen resistance measurements are in spec this touch screen operates as designed/ no problem found."

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that there was a misalignment in the touch position. The se attempted to calibrate the touchscreen, however, the issue was not resolved. The touchscreen was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.